Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure devices had migrated and could not be located") and pregnancy ("she was pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2013. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal, heavy menstrual bleeding, prolonged menses") and abdominal pain lower ("severe lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the device dislocation, abdominal pain, menorrhagia and abdominal pain lower was resolving and the pregnancy outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, device dislocation, menorrhagia and pregnancy to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.